Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., the returned o3 module was evaluated. Visual inspection upon receiving revealed no external damage or defects. The o3 module was connected to a masimo root and a masimo o3 sensor and acceptable measurements were obtained on both channels 1 and 2 through 5 minutes of continuous testing. Measurements were continuous with cable and connector manipulation. Internal inspection of the module revealed foreign contaminant on the m12 connector inside the ch2 connector socket, potentially due to foreign liquid ingress. The customer¿s complaint was not duplicated. The o3 module was found to be fully functional; however, the foreign contaminant may have impacted the device functionality when the contaminant was liquid at the customer¿s site. A service history record review reveals that this unit was in the field for over five (5) month with no previous reported issues prior to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the o3 module experiencing data cutouts during procedure. No patient impact or consequences were reported.